Event description:
The manufacturer was contacted regarding a rep dreamstation auto CPAP, dom device. The patient reports that he believes the device has contributed to a nasal infection and emits a strange odor despite cleaning efforts. They have been seen at urgent care and received antibiotics for the sinus infection. The patient reports still experiencing post-nasal drip. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.